Event description:
Permacol was placed into an open wound with a vacs dressing. Subsequently, the permacol was explanted due to an infection/draining subcutaneous sinus. The hospital contacted tsl to inform that a second piece of permacol was being implanted in the operating room approximately 1 week after the original piece was implanted. The first piece of permacol had dissolved following placement into the patient's infected wound bed. The wound again was to be managed under wound vacuum.

Manufacturer narrative:
Following a review of the device history record for 06b05-1 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. The permacol was implanted in an infected, open wound which the surgeon was unable to close and therefore, the permacol was managed in an open wound environment which tsl do not promote nor recommend.